Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the camera had no image when the cable is moved around and ghosting/flickering image was observed due to cable disconnection. Based on the results of the investigation, the most probable cause of the complaint is component failure without any design or manufacturing issue. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not recognized by the processor unit. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or harm associated with this event.